Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the video monitor went dark (black) and had intermittent video signal loss during a diagnostic colonoscopy procedure involving a colonovideoscope and the intended procedure was completed using a similar device. Although there was a slight delay, there was no patient injury reported.